Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic mini gastric bypass, on stomach transection, the handle was able to fire a load initially without incident. While trying to perform the second firing, the knife blade and staples did not advance. The green button was activated, the ring handle kicked out, but then upon pulling the ring handle it would squeeze as per usual, but there was no activity within the staple load. The teeth did not engage the pushing mechanism. This was evident again upon testing post-operatively. No malfunction was apparent during the first successful firing of the stapler. A new product was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.